Event description:
It was reported that the customer was vomiting and taken to the emergency room on (B)(6) 2015 due to high blood sugars and dehydration. Reportedly, the customer was not properly counting carbohydrates consumed, and the pump is functioning as expected. Customer was treated with fluids and was not admitted to the hosp.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.